Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of stenosis is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, a 2.5*18mm, a 3.0*33mm and a 3.5*18mm xience xpedition stent were successfully implanted in the distal right coronary artery with 80% stenosis. The patient was discharged on (B)(6) 2014. Information received from the 3 year follow-up on (B)(6) 2017 indicated that on (B)(6) 2017, the patient was seen for a regular medical check at the local hospital without any symptoms. A coherence tomography scan was performed and 50~60% restenosis was noted in the proximal stent. Medication was provided. Per physician, the relationship between the event and the device is not known. No additional information was provided.